Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. The reported event of a loss of connection was confirmed via data. A root cause could not be determined. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter passed as it has voltage. (B)(6) device pairing test was performed and the transmitter passed. Global transmitter final functional test was performed and the transmitter passed. A review of the share logs was performed and a loss of connection was found on the issue date. The customer complaint of a loss of connection was confirmed. The root cause could not be determined.